Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin squirted out and the insulin pump alarmed during the manual prime process. Advised the customer that the device would be replaced. No further information was provided.